Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance a few days after a generator change. Technical services (ts) reviewed the reports and provided a possible cause. Ts advised following actions, such as reprogramming and a chest x-ray. It was noted that the physician wanted to wait until the patient's hematoma resolved before addressing the out of range impedance. The physician and patient understood the risks. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the hematoma resolved. The impedance was retested, which remained high out of range. The patient's pocket was reopened as it was suspected that the issue was caused by the lead to pin connection. When the physician tugged on the lead in the negative pin port, the lead came out of the header easily. Both the positive and negative pins were removed, wiped, and reinserted into the header. The shock impedance was within range thereafter when retested. The device and leads were placed back into the pocket. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance a few days after a generator change. Technical services (ts) reviewed the reports and provided a possible cause. Ts advised following actions, such as reprogramming and a chest x-ray. It was noted that the physician wanted to wait until the patient's hematoma resolved before addressing the out of range impedance. The physician and patient understood the risks. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance a few days after a generator change. Technical services (ts) reviewed the reports and provided a possible cause. Ts advised following actions, such as reprogramming and a chest x-ray. It was noted that the physician wanted to wait until the patient's hematoma resolved before addressing the out of range impedance. The physician and patient understood the risks. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the hematoma resolved. The impedance was retested, which remained high out of range. The patient's pocket was reopened as it was suspected that the issue was caused by the lead to pin connection. When the physician tugged on the lead in the negative pin port, the lead came out of the header easily. Both the positive and negative pins were removed, wiped, and reinserted into the header. The shock impedance was within range thereafter when retested. The device and leads were placed back into the pocket. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h1: type of reportable event.